Event description:
A patient was implanted in (B)(6) 2010, with a uss construct at t 10-llium. Post operatively the patient returned to the surgeon and an examination revealed a non-union at l5-s1 and a broken rod at left l5-s1. The patient was returned to the operating room on (B)(6) 2012 for revision. All hardware was removed and the construct was extended two levels t8-llium due to hyperkyphosis. The patient was re-implanted with a uss dual opening construct with allograft at t9-t10 and a syncage curved spacer with autograft at l5-s1. This report is # 44 of 50 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.